Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. Screw missing from device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
During a mako tha the surgeon detected a loose screw in the acetabulum post reaming. Upon inspection it became clear that the screw had become loose and fallen out of the offset reamer whilst reaming. The screw was removed from the patient, and the faulty instrument was replaced. Update: the surgeon found the screw in the acetabulum and it was removed before the patient was closed.